Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l50052, implanted: (B)(6) 1998, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 02-feb-2000, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via regarding a patient receiving an unknown drug via an implantable pump. The h ealthcare provider requested compatibility guidelines for an MRI. Per the healthcare provider the patient stated that their catheter was supposedly severed during a lumbar surgery a while back and since then the patient had not been using their pump. The healthcare provider had no further information regarding the event.